Event description:
Olympus was informed that the user experienced two perforation in the sigmoideum of one pt during polypectomy of several polyps. The pt afterwards was colectomized. The powersetting was 120. The selected mode was "pulsecut slow". The type of electrosurgical instrument used was a polypectomy snare (name: olympus snare master, type: (B)(4)).

Manufacturer narrative:
The subject device of this report was returned to the MFR for eval. The eval found that the device operated appropriately the cause of the reported events is unk, however, user handling cannot be excluded as a contributory event. The esg-100 instruction manual states, "user-related error prevention: warning improper use. The safety and effectiveness of electrosurgical interventions depends not only on the design of the equipment used, but also to a major extent on factors which are under the control of the user. It is therefore extremely important to read, understand and follow the instructions supplied with the electrosurgical unit and the accessories in order to ensure safety and effectiveness."